Manufacturer narrative:
Image review: three static procedural images and four images of the patient¿s executive summary were provided for review. There is evidence of significant tortuosity in the vasculature and calcified aortic valve leaflets. A long external sheath was used to mitigate the tortuosity. Despite the use of a longer sheath, the delivery catheter system failed to cross the aortic valve. Per medtronic best practices, physicians should consider that complex anatomical configurations increase the risk of vascular trauma. These include but are not limited to multiplanar curvature of the aorta, acute angulation of the aorta, and severe calcification. Per the instructions for use (IFU), if two or more of these factors are present, consider an alternative access route to mitigate potential for vascular complications. It was reported that further attempts were aborted, and a non-medtronic valve was implanted. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the dissection was more likely caused by the non-medtronic introducer sheath (gore dryseal) as the delivery catheter system (dcs) and non-medtronic guidewire (safari) were less likely to cause the dissection. Per the physician, the patient's severe kinking and calcification of all access vessels including the aorta contributed to the incident.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected information: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient involved in this transcatheter aortic valve implantation procedure with the evolut fx system had a torquated, heavily calcified anatomy, horizontal aorta, and short ascending aorta. The implanting physician used a non-medtronic guidewire (safari) and an extra long 18 fr non-medtronic sheath (gore dryseal) to cross the patient's aortic arch. Subsequently, a pre-implant dilation was performed using a 22 x 40 mm non-medtronic balloon (osypka vacs iii). Afterward, the physician was unable to cross the native valve. According to the physician, the patient then voiced pain and a dissection of the distal aortic arch in cranial position was confirmed. Due to the resulting hemothorax, the physician stated that the procedure was converted to a surgical procedure and a non-medtronic valve (sapien s3) was implanted.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. Bends were evident to the catheter shaft. The handle and capsule were fully closed on receipt of the device. The nosecone was overcaptured by the capsule. Delamination was evident to the proximal section of the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected. No other deformation evident to the remainder of the device the reported intimal dissection could not be confirmed through analysis updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.